Manufacturer narrative:
Corrected h6 investigation findings and investigation conclusions per additional review.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The 14fr esheath+ was returned to edwards lifesciences for evaluation. Visual examination was performed, and the following was observed: sheath is kinked at distal strain relief, likely due to packaging, liner is expanded for approximately 4.5" distal to strain relief, liner strand located at 4.5" from distal strain relief and is 4.5" in length, liner is torn starting distal to expanded portion and is approximately 6.5" in length, evidence of liner stretching along the torn and unexpanded region, and soft tip damage. Dimensional testing was performed, and all measurements for liner thickness were found to be within specification. Due to the nature of the event, no applicable functional testing was able to be performed. Imagery was not provided for review. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath liner strand was confirmed through evaluation of the returned device. Per additional received information, the patient's access vessels were characterized by mild calcification and moderate tortuosity. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the liner making it more susceptible to damage as the delivery system with crimped valve is advanced through. Calcification and tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the devices during delivery system advancement through the sheath. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage, such as the observed liner strand. As such, available information suggests that procedural factors (valve caught on liner) and/or patient factors (calcification, tortuosity) may have contributed to the event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per pre-decontamination evaluation of a returned 14fr esheath+, a liner strand was observed. As reported by an edwards lifesciences field clinical specialist, upon removal of the 14fr esheath+ post implant of a 23mm sapien 3 ultra resilia in the aortic position, there was excessive bleeding and a liner tear in the side of the sheath. There was no patient injury; but approximately 15-20cc more blood loss than expected upon removal of the sheath. The patient did not require a blood transfusion; the vessel was closed without difficulties and the patient was stable at the end of the case. During pre-decontamination evaluation of the returned device, liner tear and liner strand were observed.